Manufacturer narrative:
Investigation: the error description provided by the customer (cover lens missing) was confirmed. During the manufacturer's technical inspection, the error was also confirmed, but several errors were detected. The most likely cause is therefore the wear of the adhesive at the tip of the c-mac blade caused by the reprocessing process. This causes liquid to penetrate the blade, which affects the electronics and causes the led to fail/glow weakly. In addition, the image sensor is affected by the ingress of liquid, which can cause the image to fail. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope would have been noticed, which is also supported by the applications of 439 and the operating hours of over 43 hours. The serial number concerned in this report was not part of the reported incident. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the lens cover was missing prior to use, according to the information, the lens cover missing on blade, and it could have been retained in a patient although there is no evidence of this. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).